Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with mentor smooth round moderate plus profile 650cc saline prostheses experienced bilateral baker grade IV capsular contracture post procedure. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-00738 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with mentor smooth round moderate plus profile 650cc saline prostheses experienced bilateral baker grade IV capsular contracture post procedure. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-00738 for contralateral prosthesis report.